Manufacturer narrative:
The device was returned and the evaluation found a faulty printed circuit board, and the locking lever would not retain videoscope connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image when used with older scopes. The issue occurred during preparation for use in a therapeutic endoscopic ultrasound procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the printed circuit board on the patient board set (circuit board/printed circuit board). Olympus will continue to monitor field performance for this device.